Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent was noted to be partially deployed from the distal end of the stabilizer. The distal taper tip was noted to be missing from the distal end of the stabilizer. The distal 20cm of the delivery catheter was noted to have damage to the coating. During functional testing, the delivery catheter was flushed, and the stabilizer was advanced, and the stent was deployed without difficulty. There were no anomalies noted to the deployed stent. As per the additional information, the patient¿s anatomy was very tortuous and there was 'big resistance' while advancing the stent through the outer body. The damage noted to the returned device is consistent with the as reported event. It is probable that the device was damaged during the clinical procedure as a result of the 'big resistance' experienced advancing the stent through the outer body and the difficulty in the attempt to deploy the stent. Therefore an assignable cause of procedural factors will be assigned to the investigation.

Event description:
Analysis of the returned device revealed that the stent partial had deployment and the stent stabilizer was found detached. There were no clinical consequences reported to the patient.